Manufacturer narrative:
(B)(4). Concomitant devices - maxim porous femoral component 75mm left, catalog #: 140074, lot #: 522810. Biomet cc cruciate tibial tray 79mm, catalog #: 141235, lot #: 937180. Biomet arcom patella 37mm, catalog #: 11-150830, lot #: 477980. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the polyethylene bearing due to unknown reasons approximately sixteen (16) years post-operatively.